Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, unspecified reset mode was observed. Patient was asymptomatic. Programming changes were made. A device download was performed successfully. Subsequently the device was explanted due to unrelated reasons.